Event description:
Right atrial lead noise triggering inappropriate ams [automatic mode switching] and pmt [pacemaker-mediated tachycardia]. Because of this, they are a candidate for lead extraction for the purposes of lead management.